Event description:
07/05/79, breast implantation. 10/16/79, de-epithelialization of scar. 11/05/79, two cm opening in apex of left breast with extrusion of breast tissue, enlarging and draining serous fluid. Dense hyalinized fibrofatty tissue with appendigeal structures of skin showing focal intense inflammation. Lining from cyst left breast. 4/22/81, capsule biopsy right breast fibrous membrane with mild chronic inflammation; showing mild fibrosis. Left breast fibrous membrane with mild inflammation; breast tissue showing mild fibrosis. Skin, right and left breast (two old scars): cicatrices left subareola specimen of fleshy mass of brown and yellow, soft tissue reveals to consist fibrofatty tissue conversion of previous implants scarring.